Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead was attempted to be implanted but was not used due to placement difficulty. The lead could not be advanced fully into a more distal stable position in the coronary vein branch. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.